Event description:
A surgeon reported a pt with endophthalmitis following a shunt insertion. In a follow up, the surgeon reported the pt presented two days following shunt insertion with symptoms of endophthalmitis which included hypopyon and blebitis. The pt was refereed to a retinal specialist on the day of diagnosis. The retinal specialist performed an anterior chamber tap and the fluid was cultured. The pt was treated with intravitreal medications at that visit. The culture subsequently was (B)(6). The pt was seen two days later and the flap was noted to be necrotic and the tip of the shunt was exposed. The shunt was then removed. The pt continues to be treated at this time. Additional information has been requested.

Manufacturer narrative:
The product has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. There have been no other complaint reported in the lot number. Additional information was requested on 09/01/2011 and 09/13/2011 by phone, fax, and mail. A completed questionnaire was received on 09/01/2011. (B)(4).